Event description:
It was reported, there was a third overdischarge. The patient had two previous overdischarges. The patient noted that he understood that on the third overdischarge, the implantable neurostimulator (ins) would need to be replaced. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).